Manufacturer narrative:
The insulin pump alarmed prime during the prime test due to faulty force sensor. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump alarmed compromised force sensor system during the fill tubing process. The customer's blood glucose was 170 mg/dl. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.